Event description:
Customer reported that he noticed that the past two months when he changes out his infusion set it doesn't seem to be working for four to six hours. Customer stated that each hour he gives himself insulin and an hour later his blood glucose readings are still 450 mg/dl. Customer then gives himself another bolus and suddenly his blood glucose readings drop to 30 mg/dl over night and has to treat with glucose tablets. Customer stated that his blood glucose readings go under control after four to six hours. Customer declined any troubleshooting on the low and high blood glucose readings. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.